Event description:
It was reported via merlin.net transmission that the patient's right ventricular (rv) lead exhibited non-sustained right ventricular oversensing (nsrvo) episodes. It was noted that the nsrvo episodes were caused by noise. Programming changes were made. The patient was in stable condition.